Event description:
It was reported that the device had oversensing issues that could not be programmed around. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could be not determined whether this device performed as described in the field action. Products 5076 implantable pacing lead 2003 (B)(6); 4193 implantable tachy lead 2003 (B)(6). (B)(4).